Event description:
It was reported that bd unknown cathena blood leaks out of control plug. It was reported by customer that cathena IV didn't blood control, it bled back on patient and bed. Verbatim: cathena IV didn't blood control, it bled back on patient and bed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined and are currently conducting an in-depth CAPA investigation into all potential causes. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.